Manufacturer narrative:
Upon visual inspection the system shows no burrs where the sleeve would have gotten stuck. As returned, the suture that has already been disassembled from the inserter. The sleeve was not returned; therefore, the complaint is unable to be confirmed. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the anchor did not deploy, as the sleeve on the inserter became jammed. No additional information is available.